Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was in the last 4 to 6 weeks the pts ins needed to be charged more frequently. The charge use to last for a couple days without charging but now it was losing power more quickly. Pt verified they had not changed their usage in therapy. In the last 4 to 6 weeks the pt ins charge duration was taking a long time to charge for it took them 4 hours to charge now for it was slow. During call pt verified no damage to the recharger (rtm) or to the controller charging port. Pt reset controller and blew into the controller charging port. Pt attempted to recharge the ins and was recharging at excellent. Pt will monitor ins charging duration and call back if needed. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.